Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the pump lost prime during the night and that the patient did not respond to the warning in timely manner which resulted in an elevated blood glucose (bg). It was reported that the patient's bg was 407mg/dl, with unspecified ketones, and no other signs or symptoms of hyperglycemia. This condition does not meet animas' definition of an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. User error, in the form of not responding to an alarm, contributed to this incident.